Manufacturer narrative:
Logs showed the pump was delivering fentanyl 50.0 mcg/ml at 15.015 mcg/day and bupivacaine 20.0 mg/ml at 6.006 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter.: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug, ind icated for non-malignant pain. It was reported that the patient¿s pump and catheter were explanted on (B)(6) 2017 due to an infected implantation site. No further c omplications were reported/anticipated as a result of the event.

Manufacturer narrative:
The pump was returned, and analysis found no anomalies. The catheter was returned in segments, and analysis found no significant anomalies. (B)(4). Result code applies to the pump only. Result code applies to the catheter and pump. Conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.